Manufacturer narrative:
The reported malfunction was observed and attributed to user error. Therapy was administered with the ventilator by the user; however no filter was used as required. Which allowed liquid from the patient to get into the ventilator. The ingress is the reason for the customer report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a (B)(6), female patient the device displayed an "off set self check failure 1174" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.